Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported entrapment of device, slda, and poor imaging could not be conclusively determined. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imagining was difficult. An xtw clip was inserted into the mitral valve. While grasping, the septal leaflet became caught on the gripper. Troubleshooting was performed and the clip was unable to be freed. The clip was able to grasp both leaflets. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.